Event description:
It was reported that during implant attempt, the left ventricular lead was positioned in a semi-torturous vein branch but dislodged while the catheter was being slit. It was repositioned a second time and dislodged again. The physician then decided that a "fatter" type lead would work better for this patient's anatomy. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).